Event description:
Healthcare professional reported that a patient was injected in the lips with 1 cc of juvederm vista volbella xc. Months later, the patient was injected in the forehead and around the eyes with 1 cc of juvéderm vista volite xc. The next two months, the patient had potenza, massam, hifu, tranex, botox®, and a peppermint peel. The following month, the patient scratched their lip, and when performed another hifu treatment the next day, the lip became had a ¿foreign body sensation.¿ the next day, the lips were ¿swollen with tenderness.¿ the next day, ¿lumps and bumps¿ and ¿redness and swelling¿ on the forehead from a previous injection. The following day, the patient was treated with prednisone 15 mg/day, that was later reduced to 10 mg/day the next day and increased to 25 mg/day. Nine days later, the prednisone was reduced to 20 mg/day and the event improved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr (B)(4) and (B)(6) (emdr (B)(4). This emdr is being submitted for the suspect product, juvéderm vista volite xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.